Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a low of 74 mg/dl followed by self-treatment with oral carbohydrates that contributed to a subsequent hyperglycemic excursion peaking at 267 mg/dl, lasting about 45 minutes, while using the ilet; no device alerts occurred and education on treating lows with approximately 15 g fast-acting carbohydrates and avoiding early overtreatment was provided. Symptoms included none. Outcomes included resolution of hyperglycemia with user-led corrections and no need for outside assistance or medical intervention. Investigation included complaint troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions were identified, and the episode was consistent with hyperglycemia of unclear cause following treatment for a low using oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.